Manufacturer narrative:
Section d4 has been updated with the correct catalog number and serial number. Section h4 has been updated with the correct manufacturing date.

Event description:
It was reported that the zoom has unintended direction of the zoom; unintended motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the zoom has unintended direction of the zoom; unintended motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.